Manufacturer narrative:
Information was not provided by reporter. No date of occurrence was provided for this report. The interventional radiologist initially reported a specific patient adverse event occurred on (B)(6) 2017 and report number 2110898-2017-00128 was submitted for that patient adverse event. In his report, the interventional radiologist noted this identical incident occurred two other times in the past two years. No additional information was provided. This report, 2110898-2017-00129, was submitted to capture the two additional events where no specific information was provided. Customer reported the catalog number for this report was cff1-270 (or cff 10-250). Cff1-270 are individual caps and cff10-250 are strips (10 caps /strip). Operator of device was unknown. Type of reportable event. This report did not involve a death, serious injury or a malfunction. Malfunction was selected for this report because a selection was required for this section of the report. The customer report noted that curos caps are not intended to attach to a female luer hub and are designed to be used on needleless connectors. The product packaging includes the following warning and cautionary statements: warning: to avoid potential injury - use only on needleless connectors. The package insert states the following information related to intended use and instructions for use: intended use: the curos¿ disinfecting cap is intended for use on needleless connectors only as a disinfecting cleaner prior to i.v. Access and to act as a cover between line accesses. Instructions for use: warning: to avoid potential for injury - use only on needleless connectors. In addition, 3m provides training materials (including graphics) instructing customers to apply the curos cap only to needleless connectors and not to apply the curos cap directly to a catheter hub. In summary, the product packaging and instructions for use clearly state via a warning that the product should only be used on needleless connectors.

Event description:
An interventional radiologist reported in the past two years, two patients were found to have a curos cap sponge in their female luer catheter hubs. These events were not previously reported. No additional information was available for these reports.